Manufacturer narrative:
Analysis: the fiber was found to be broken proximal to the metal cap at the open end. Both caps were still attached. The metal cap showed burnt on detritus and the glass cap showed denitrification of the cap output window. It was also noted the fiber was bent upward. "It is possible that the damage occurred during insertion into the cystoscope". The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. The fiber/cap condition could also result in forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage.

Event description:
It was reported the fiber was pulsating from the start which caused the laser to switch to stand by mode by itself at 396 joules of use during a prostate procedure. The physician decided to complete the case by turp. There was no report of pt injury.